Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and ketamine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were not getting relief from their pump. The patient also stated that they had gotten sick and ended up in the hospital, and the doctors thought they ¿were in sepsis¿ and sent them home with pain medication and antibiotics. The patient did not feel like they had gotten relief since they had the pump put in. The patient also stated that they had their medication ¿bumped up 200 percent¿ but they were still in pain. The patient had an appointment on wednesday with their doctor to further discuss the issue.